Manufacturer narrative:
Philips has investigated this complaint. The investigation has determined that the current complaint is related to a previously reported occurrence MFR. Reference 3003768277-2024-007203 (pr#(B)(4)). The service record that generated the current complaint was created as a service activity to process the replacement part for MFR. Reference 3003768277-2024-007203 (pr#(B)(4)). The customer has not reported a reoccurrence of the issue addressed in MFR. Reference 3003768277-2024-007203 (pr#(B)(4)). The investigation and resolution of this issue is being addressed through MFR. Reference 3003768277-2024-007203 (pr#(B)(4)). At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no reported system malfunction in this case, and this was created as a service activity to process the replacement part for MFR. Reference 3003768277-2024-007203 (pr#(B)(4)). Philips has re-evaluated this case as not reportable.

Event description:
It was reported to philips that the host pc was unable to boot-up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.